Manufacturer narrative:
The subject device was returned to the service center for evaluation; however, the device evaluation is still pending. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, during a hysteroscopic resection therapeutic procedure, upon activation in the patient, could hear sparking from inside the patient and could smell burning of plastic. The electrode was immediately removed and replaced. The case was successfully completed with a new electrode. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection. Visual inspection found the electrode guiding tube and fork tubes were bent. The cutting loop was charred, and its distal insulation tubes melted. However, the shaft and its proximal end appeared to be intact and fit securely into dac active connector. The electrode was then checked with a test generator esg-400 together with the working element eiwe, and dac active cable. Olympus observed the electrode generated monopolar energy output at the cutting loop without an issue. There was no arcing or burning smell at distal tip during activation. Based on the evaluation findings, the reported complaint of sparking was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed failure is a known phenomenon caused by putting the distal end through excessive stress resulting in physical damage. The event can be prevented by following the instructions for use which state: "keep the distal tip of any electrode or cutting loop in the field of view at all times." Olympus will continue to monitor field performance for this device.